Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was micro dislodged. The lp was retrieved, and new lp was implanted on (B)(6) 2024. The patient was stable.